Event description:
Procedure type: sigmoidectomy. According to the reporter: the anastomosis could not be done with first and second device. Using a third eea31, the anastomosis was completed. Nothing fell into the cavity.

Manufacturer narrative:
(B)(4).